Event description:
It was reported that a patient was admitted to the oncology center to evaluate deltec infuser. She arrived walking around, oriented, denies pain complaint at the moment and says that the infuser presented an alarm. No patient injury reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by MFR: device evaluated by manufacturer: updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One sample was returned for investigation. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection and functional test were performed. Visual inspection found no damage or kinks were detected in the sample. For functional testing the sample was filled with 100 ml of water and connected to the cadd legacy plus to look for unusual function. No alarms were activated. The complaint was not confirmed. However, based on the no disposable alarm investigation and root cause conduct through CAPA-000814, the mohawk exposure could be a factor in cassette use to activate the alarm. However, the failure mode could not be duplicated by functional testing, thus complaint is unconfirmed. No corrective action was taken as the complaint was not confirmed. No fault was found with the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).